Manufacturer narrative:
The customer specified that the sureform 60 blue reloads used during this event are not available for return. The stapler logs for this stapler instrument were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 6 times and fired 5 sureform 60 reloads (3 blue, followed by 2 white). There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-11493 for MDR submission of the event reported against the other sureform 60 blue reload.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument misfired two sureform 60 blue reloads and the staple lines required reinforcement. The customer reported that a partial fire occurred. The target tissue was pushed and not properly stapled or cut. The stapler reload fired reportedly "had a reinforcement attached to it and stalled in the middle of firing." The stapler instrument reportedly opened after firing and stalling, and the staple line was not completed. Additionally, malformed/unformed staples were observed in the tissue and reinforcement. Furthermore, the stapler reload that was fired appeared to be stuck to the tissue and reinforcement. The customer did not know if staples were missing from the staple line, but did confirm there were holes/gaps observed in the staple line which were sutured to resolve. The surgeon reportedly used another stapler instrument to continue along the same staple line. There was no bleeding, or unplanned tissue removal due to this event. When asked if the stapler instrument encountered any obstructions between the jaws during this reload fire, the customer answered that "reinforcements" were encountered. The procedure was completed as planned.